Manufacturer narrative:
Reference record (B)(4). It is unknown if the device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062918. Bezoar is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient had a linogram, which showed a plug sediment at the tip of the j tube, and resistance flushing the tube according to the radiologist. The j tube replacement was scheduled for (B)(6) 2022.